Event description:
It was reported that attempts to interrogate the pulse generator resulted in an error message and the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that the pulse generator could be interrogated and found in backup vvi mode due to multiple flipped bits. After a device software download, normal device function resumed.